Manufacturer narrative:
H3, h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed the pump motor continuously ran without pressurizing. The dumbbell joint was stiff when the unit was de-pressurized. The piston migration was at .54 inches. The pre-pressure test jig was used to bypass the unit's pcb and fuse. The unit¿s pump motor would still continuously run when driven directly by the pre-pressure test jig. This eliminated the pcb and fuse as the root cause. The solenoid valve was then disassembled. There was no debris found within the solenoid valve housing and filter screen. The solenoid valve was replaced and the unit functioned as designed. The complaint was confirmed and the root cause has been associated with a defective solenoid valve. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. This failure mode will be trended to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a procedure, the spider 2 tenet had a loss of traction. The procedure was successfully completed without significant delay using a loan back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.